Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier deployed two clips at the same time and the device locked on the cystic duct. The doctor used another instrument to remove the device from the cystic duct. A second like device was used to complete the procedure. There were no patient consequences reported.